Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation for a mitraclip procedure. A mitraclip was implanted successfully on the central anterior2/posterior2 leaflets. While positioning the second mitraclip the gripper did not lower during grasping. Troubleshooting was performed and the grippers were able to lower in the locked position. The clip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays.